Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that the handle was removed from the 2nd charger and the charging status indicator turned solid green. The oled, motor test and piezo status were good. On charger status was solid green and screen displayed at initialization ready for clamshell. There were 288 of 300 procedures remaining. Functional testing noted that the handle was taken off the charger and the handle powered on. The ready for clamshell screen displayed. The handle was placed on the dummy charger. The clamshell and adapter were attached and calibrated. The device tested satisfactorily on the a1 with a firing force of 130 lbs. The reload was attached, recognized, and articulated without difficulty. The handle was put into ship mode and was disassembled. There was no observed damage to the oled, ir shield, q12 and 44-pin cable. The handle logs were downloaded and evaluated. There were no signs of the handle shutting down during use or being unable to recognize any of the attached devices. It was reported that the power pack shuts off, the device lost functionality, the handle did not recognize the adapter and the power pack did not recognize that the shell had been loaded. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the power pack cannot hold a charge. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively of a total gastrectomy, the nurse removed the handle from the charger and set up the device, but the handle did not power on. The handle was mounted to the charger for several times but the device still would not turn on. A manual device was used to complete the case. When the handle was checked by the sales rep, both green buttons were pushed for 10 seconds, then the handle could power on. The handle was inserted to a demo shell and adapter but the handle did not react and shut down. It was stated that the adapter and charger worked normally with other handles. There was no patient involvement.